Event description:
It was reported that a cartridge alarm 16 occurred with multiple cartridges. There was no reported impact to the customer¿s blood glucose. Reportedly, a pump reset was performed and a new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.